Manufacturer narrative:
Additional information: h10: x-ray review result: CT images for l2 kyphoplasty provided. A previous fusion in the lumbar spine is observed. There appears to be cement extravasation through the pera spinal vertebral plexus. This is a known complication of kyphoplasty and can be influenced by factors including cement consistency and injection pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes to adverse event: other - cement lump in vena cava (extravasation). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery at l2 due to primary osteoporosis and compression fracture. While taking post-op x-ray images, it was noticed that the cement was leaked from the vein on the right side of the l2 vertebral body to the inferior vena cava, a total of about 10 cm of cement leaked in a lump. It was at a stage of considering additional treatment. Advice on how to treat the cement lump in the future were required. According to the doctor this event can possibly lead to death or disability.